Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of instrument molded insulator broken to be related to the customer reported complaint. The instrument was found to have a broken molded insulator. The molded insulator out from being attached to one of the instrument grips. The broken molded insulator had no missing material. The metal grip was still present/attached to the instrument grip tips. The instrument passed electrical continuity test. Additional observation(s) not related to the customer reported complaint were also identified: the force bipolar instrument was found to have damage of the conductor wire insulation. The conductor wire was found nicked with no exposed internal wire. No thermal damage was observed and no missing piece of the insulation. The instrument passed electrical continuity test. The instrument was found to have scratch marks/abrasions at the grip tips.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a surgeon reported that the instrument jaw was a little bit distorted and was not applying energy when they pressed the pedals. They proceeded to re-grasp the tissue and in that moment, realized that the tip completely fell off the jaw. The customer proceeded to straighten up the tip and they replaced the instrument. Prior to the surgery, no damaged was detected. The instrument was taken out for intraoperative cleaning with some sterile water and a gauze, and no physical damage was detected. They replaced the instrument and proceeded to inspect for any fragment of the instrument that could be left inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the tip of the instrument was the damaged part. The instrument was inspected before the last use before reprocessing material and before its use on surgery. The surgeon was performing the nerve sparring of the prostate. There was no instrument collision detected during the procedure. After a detail inspection no fragments were detected inside the patient's cavity.